Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that he had experienced a high blood glucose level of 453 mg/dl when he took a bolus and had a no delivery alarm. The customer's spouse stated that the no delivery alarm occurred this afternoon and then the insulin pump resumed. Troubleshooting was performed. The customer's spouse was explained that there may be a possible site related issue or site/set occlusion. Customer was advised to change the entire infusion set system. The insulin pump will not be returned for analysis.